Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ denmark h6: e0518 - unspecified vascular problem media, ara s., christensen, thomas d., katballe, niels (2024). Complication rates rise with age and haller index in minimally invasive correction of pectus excavatum: a high-volume, single-center retrospective cohort study. The journal of thoracic and cardiovascular surgery, 168(3), 699-711. Https://doi.org/10.1016/j.jtcvs.2024.01.047 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from the journal of thoracic and cardiovascular surgery 2024 that reported a study from department of cardiothoracic and vascular surgery, aarhus university hospital, aarhus, denmark. The purpose of the study was to describe the compounded complication rate of minimally invasive repair of pectus excavatum, identify predisposing risk factors, and evaluate the optimal timing of correction. The retrospective cohort study reviewed 2013 patients who were corrected by minimally invasive repair of pectus excavatum that consist of 2 procedures one for correction with bar insertion followed by bar removal after 2 to 3 years. The study population had a mean age of 16.6 years at time of surgery with an age range of 7-58 years, 304 female and 1709 male. Median follow-up time was 4.6 years (range, 3 months to 17 years) from last performed procedure to final follow-up. The study reported two (2) patients experienced intraoperative lesion of inferior vena cava or right ventricle requiring sternotomy during bar insertion. Revision surgery after previous correction with unsatisfactory results. Due diligence is complete for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.